Manufacturer narrative:
No further evaluation of the device is required. Analysis of the instrument and instrument data indicate that the cause for the elevated troponin I result was non specific binding. The IFU dimension ctni flex reagent cartridge contains the following info: "pt samples may contain heterophilic antibodies that could react in immunoassays to give falsely elevated or depressed results. This assay has been designed to minimize interference from heterophilic antibodies." The instrument is performing within specs.

Event description:
A elevated troponin I result of 2.71 ng/ml was obtained on a pt sample. The result was reported to the physician who questioned the result. The sample was retested on the same analyzer and a result of 2.00 ng/ml was obtained. The sample was retested on an alternate analyzer and a negative result was obtained. Pt treatment was not prescribed or altered and there was no report of adverse health consequences as a result of the elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause of the elevated troponin I result was non specific binding.